Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("uterus showed pieces of device"), device expulsion ("malposition of essure device/migration of essure device uterus/uterus showed pieces of device") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2009.) And miscarriage (2006 and 2008). Previously administered products included for prevention of pregnancy: depo provera from 2009 to 2011, (B)(6) from 2008 to 2009 and loestrin from 2007 to 2008. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("loss of libido"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), abdominal pain upper ("stomach pain"), back pain ("back pain") and migraine ("migraines / headaches"). The patient was treated with esomeprazole magnesium (nexium), phentermine (adipex), surgery (hysterectomy with bilateral salpingectomy and bilateral oophorectomy), surgery (had 4 teeth removed 2014,) and surgery (teeth extracted). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, abdominal pain upper, back pain and migraine outcome was unknown, the genital haemorrhage, tooth disorder, weight increased and dysgeusia had resolved and the loss of libido was resolving. The reporter considered abdominal pain upper, back pain, bladder disorder, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, migraine, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound scan vagina - in (B)(6) 2012: no dye was seen going past coils. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, lab test were added. Events malposition of essure device/migration of essure device uterus, uterus showed pieces of device, perforation (uterus), physical pain/severe and persistent pain, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), bladder problems, urinary problems, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, loss of libido, metallic taste in mouth and stomach pain, back pain, migraine headache were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device breakage ("uterus showed pieces of device"), device expulsion ("malposition of essure device/migration of essure device uterus/uterus showed pieces of device") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (B)(6) 2007 and (B)(6) 2009.), miscarriage (2006 and 2008), dizziness, endometriosis, cholecystectomy, c-section, hernia repair, cervical intraepithelial neoplasia, ovarian cyst and contact dermatitis. (B)(6) 2013: reason for exam: bilateral pelvic. Technique: multiplane b-mode images of the pelvis were performed. Findings: uterus measures 7.7 x 5.8 x 3.8 cm. Endometrial thickness is 4.4 mm which is within normal limits. The uterus is somewhat anteverted. Right ovary: 2.7 x 3 x 1.9 cm with a volume of 8.05 cc. Left ovary: 2.4 x 3.2 x 1.9 cm with a volume of 7.63 cc. The medial ends of the essure coils were seen regional to the medial portion of the fundus. Arterial flow is documented in either ovary. Impression: essentially unremarkable. Medial ends of the essure coils are noted around the region of the fundus as small areas of increased echogenicity however the study is not adequate to confirm their position. Previously administered products included for prevention of pregnancy: depo provera from 2009 to 2011, apri from 2008 to 2009 and loestrin from 2007 to 2008; for an unreported indication: azithromycin. Past adverse reactions to the above products included drug hypersensitivity with azithromycin. Family history included diabetes mellitus and hypertension. Concomitant products included escitalopram oxalate (lexapro) and ethinylestradiol;norethisterone acetate (loestrin). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and loss of libido ("loss of libido"). In 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth disorder ("dental problems"), dysgeusia ("metallic taste in mouth"), the first episode of abdominal pain upper ("stomach pain"), back pain ("back pain"), migraine ("migraines / headaches"), the second episode of abdominal pain upper ("stomach pain") and pain in extremity ("leg pain") and was found to have weight increased ("weight gain"). The patient was treated with esomeprazole, naproxen (motrin), oxycodone hydrochloride;paracetamol (percocet), phentermine (adipex) and surgery (teeth extracted, had 4 teeth removed 2014, and hysterectomy with bilateral salpingectomy and bilateral oophorectomy). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, device expulsion, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and migraine outcome was unknown and the genital haemorrhage, vaginal haemorrhage, tooth disorder, weight increased, loss of libido, dysgeusia, back pain, the last episode of abdominal pain upper and pain in extremity had resolved. The reporter considered back pain, bladder disorder, device breakage, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, migraine, pain in extremity, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain upper and the second episode of abdominal pain upper to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 62.4 kg/sqm. Computerised tomogram head - on an unknown date: no evidence of acute intracranial pathology. Moderate-to-severe chronic pan sinusitis final impression 1. Closed head injury. 2. Pan sinusitis. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Coils were in place. Pathology test - on (B)(6) 2014: cervix and uterus; hysterectomy: cervix with low grade dysplasia (cervical intraepithelial neoplasia 1; lsiucin1). Margins free of dysplasia. Remaining cervix with squamous metaplasia and chronic inflammation. Adenomyosis. Proliferative phase endometrium. Proximal fallopian tubes with metal coits in lumens, clinical history, chronic pelvic pain, specimen(s) received cervix and uterus. Smear cervix - in 2012: abnormal. Not sure. Ultrasound scan vagina - in (B)(6) 2012: results: no dye was seen going past coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs+mr received: event leg and stomach pain added. Medical history, lab data, concomitant and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.